Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant /migration of essure location of device: shifted and hit my ovary"), device breakage ("device breakage"), cervix carcinoma ("tumor / teratoma / cancer type: cervical cancer") and pregnancy with contraceptive device ("pregnancy (no complications)/ pregnancy (with complications)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous, vaginal discharge, cervical high grade squamous intraepithelial lesion and loop electrosurgical excision procedure. Concurrent conditions included endometrial metaplasia, dyspareunia, dysplasia of cervix (uteri), urination difficulty, bleeding genital, redness, incision site swelling, incisional drainage, hpv positive oropharyngeal squamous cell carcinoma and hypertension. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced loss of libido ("hormonal changes describe: no sex drive"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 11 months 23 days after insertion of essure. In october 2012, the patient experienced pelvic pain ("pain") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain"), abdominal pain ("abdomen pain during intercourse"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she had c section with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, cervix carcinoma, pelvic pain, pregnancy with contraceptive device, cystitis, urinary tract infection, vaginal haemorrhage, loss of libido, female sexual dysfunction, migraine, dysmenorrhoea, weight increased, vaginal discharge, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown, the headache and abdominal pain had resolved and the dyspareunia and alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cervix carcinoma, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, loss of libido, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient's medical records: urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Medical history were added. Event : abnormal bleeding (vaginal), menorrhagia, hormonal changes describe: no sex drive, migraines, headaches, device breakage, dysmenorrhea (cramping), tumor / teratoma / cancer type: cervical cancer, dyspareunia (painful sexual dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, hair loss, vaginal discharge, lower abdomen pain, abdomen pain during intercourse bladder & urinary tract disorder were added. Event verbatim were updated as migration of implant /migration of essure location of device: shifted and hit my ovary, pregnancy (no complications)/ pregnancy (with complications). Onset of the event were added. Outcome of the event : hair loss, headaches, abdominal pain were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and pregnancy with contraceptive device ("pregnancy (no complications)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous. Concurrent conditions included endometrial metaplasia, dyspareunia, dysplasia of cervix (uteri), urination difficulty, bleeding genital, redness, incision site swelling and incisional drainage. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), pregnancy with contraceptive device (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had c section with salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, cystitis and urinary tract infection outcome was unknown. The pregnancy outcome was not reported. The reporter considered cystitis, device dislocation, pelvic pain, pregnancy with contraceptive device and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion concerning the injuries reported in this case, the following one was confirmed in patient's medical records: urinary tract infection quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant /migration of essure location of device: shifted and hit my overy"), device breakage ("device breakage"), cervix carcinoma ("tumor / teratoma / cancer type: cervical cancer") and pregnancy with contraceptive device ("pregnancy (no complications)/ pregnancy (with complications)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous, vaginal discharge, cervical high grade squamous intraepithelial lesion and loop electrosurgical excision procedure. Concurrent conditions included endometrial metaplasia, dyspareunia, dysplasia of cervix (uteri), urination difficulty, bleeding genital, redness, incision site swelling, incisional drainage, human papilloma virus test positive and hypertension. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced loss of libido ("hormonal changes describe: no sex drive"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 11 months 23 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("pain") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual dyspareunia (painful sexual intercourse)abdomen pain during intercourse"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain"), abdominal pain ("abdomen pain during intercourse"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she had c section with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, cervix carcinoma, pelvic pain, pregnancy with contraceptive device, cystitis, urinary tract infection, vaginal haemorrhage, menorrhagia, loss of libido, female sexual dysfunction, migraine, dysmenorrhoea, weight increased, vaginal discharge, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown, the headache and abdominal pain had resolved and the dyspareunia and alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cervix carcinoma, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, loss of libido, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient's medical records: urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and pregnancy with contraceptive device ("pregnancy (no complications)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous. Concurrent conditions included endometrial metaplasia, dyspareunia, dysplasia of cervix (uteri), urination difficulty, bleeding genital, redness, incision site swelling and incisional drainage. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), pregnancy with contraceptive device (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had c section with salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, cystitis and urinary tract infection outcome was unknown. The pregnancy outcome was not reported. The reporter considered cystitis, device dislocation, pelvic pain, pregnancy with contraceptive device and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient's medical records: confirms urinary tract infection. Most recent follow-up information incorporated above includes: on 20-jun-2018: information form pfs and mr. New reporter added. Case medically confirmed. Patient¿s dob added. Ethnicity added. Historical and concomitant conditions added. Indication added. Product date updated. New events added: pregnancy (no complications), infection (bladder/ urinary tract/vaginal) type: bladder/urinary. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.